Event description:
On (B)(6) 2007, a pt was implanted with a gore propaten vascular graft in an a-v access procedure from the brachial artery to the brachial vein. On (B)(6) 2007, the pt presented with stenosis without thrombosis, and a pta and stent procedure were performed.